Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2018-00025.

Event description:
It was reported that two driver shafts broke during surgery. The procedure was completed using an alternative driver. There were no reported patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
The device was not returned for evaluation so no results are available and no conclusions could be drawn. A review of the DHR did not identify any issues which may have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Manufacturer narrative:
The returned driver was evaluated. The tip was fractured in a manner consistent with screw installation. The mating torque limiting handle was found to be in tolerance, so it did not contribute to this event. The cause is associated with the design; a design change was previously implemented to address this event type.

Event description:
It was reported that two driver shafts broke during surgery. The procedure was completed using an alternative driver. There were no reported patient impacts associated with this event. This is report one of two for this event.